Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room and then hospitalized due to low blood glucose and seizure on (B)(6) 2020 with blood glucose of around 100 mg/dl and current blood glucose value was 164 mg/dl. Customer woke up with low, went to get orange juice and passed out. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was not active at time of low blood glucose event. The customer was treated with glucagon. The insulin pump will not be returned for analysis.